Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). The complaint states: ¿packing damaged. It was reported that during the knee replacement surgery, opened the 2nd packing, noted the internal packing with hole and powder was out of the packing, checked the 2nd packing, it was also with little hole. Checked the 1st packing, it is good. For the damaged 2nd packing and internal packing, pls refer to the attached photos. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided..¿ the physical device was not returned for examination. This investigation is based on (B)(4). Customer photos.jpg (attachment). The customer photo confirms the product identification details including lot number, product type and expiry date. The photograph confirms defects in the powder bag approximately 5mm in length, on both the powder bag and the powder pouch sterile barrier. There is no indication of loose powder on either layer of packaging, although this could be because the hospital has cleaned the bag to take a clear photo of the damage. There is nothing in the complaint description to confirm if this is the case. 3 retained samples were checked, but no further instances of damaged powder bags or sterile barrier pouches was found. The process for packing the powder bag is a manual one, and the state of packaging is checked at least 3 times throughout the packaging process. If the hole was apparent during these checks, the device would have been rejected. If the hole had been caused during transport or storage, loose powder throughout the packaging would be expected. It is not possible to confirm the cause of this issue with the information available, although it is likely that the damage has been caused during the transport/ storage of the product. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot device history reviewed: 1 unrelated non-conformance. Final micro and sterility tests passed. Device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Packing damaged. It was reported that during the knee replacement surgery, opened the 2nd packing, noted the internal packing with hole and powder was out of the packing, checked the 2nd packing, it was also with little hole. Checked the 1st packing, it is good. For the damaged 2nd packing and internal packing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.